Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that on (B)(6) 2011, the pt's father sent his speech processor to the distributor's office because it did not work. The audio processor was exchanged later in the hospital. No accident was reported. The audiologist reported that the pt can no longer hear with his device. Testing shows that all 12 electrode channels are functional. The ground path impedance is increased.